Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of ''air-in-line sensor failure" was not reproduced and an air in line test was not performed. A review of the event history log (ehl) was performed by reviewing the last days of customer use and revealed occurrences of "reload set" messages. A reload set alarm can occur if the device detects the tube is not properly loaded in the air detector. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a reload set issue and the cause determined to be the ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to correct this issue. A reload set problem would not lead to a death or serious injury if it were to recur as this alarm occurs upon pump-tubing set-up (tubing loading) and would result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of air in line sensor failure. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.